Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported. Device evaluated by MFR: the device was visually examined for any shaft damage and the functional testing of the device was completed. The device showed no damage. Functional analysis was done by completing the setup procedure per the IFU. Aspiration testing of the device was done per the test procedure. Test results showed that this device did perform as designed per the test procedure specification sheet, withdrawing 48ml of fluid in the 1minute time frame. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
It was reported a loss of aspiration occurred during use. A 2.4mm jetstream xc was selected for use. During the procedure, the aspiration port was not operational on the device. There were no patient complications reported.

Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported.

Event description:
It was reported a loss of aspiration occurred during use. A 2.4mm jetstream xc was selected for use. During the procedure, the aspiration port was not operational on the device. There were no patient complications reported.